Manufacturer narrative:
The device was returned for analysis. The reported tip material separation was able to be confirmed. The reported difficult to remove and the reported stent material deformation were unable to be replicated in a testing environment they were based on operational circumstances. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the moderately calcified, moderately tortuous and 90% stenosed anatomy resulted in the reported stent material deformation. Inadvertent interaction with the deployed stent during device removal resulted in the reported difficult to remove. Manipulation of the compromised device resulted in the noted bunched/wrinkled tip lumen and tip jacket and ultimately resulted in the reported tip material separation/noted tip, tip lumen and tip jacket separations. The noted kinked outer sheath likely occurred due to handling post procedure or during packing for return analysis. As reported, a capture device was used to retrieve the tip. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat the superficial femoral artery (sfa) with moderate calcification, moderate tortuosity and 90% stenosis. The 5.5x150 mm supera self expanding stent system (sess) was advanced to the lesion and the stent was deployed; however there was slight waist noted in the stent. The tip was noted to be in contact with the released stent and after the stent was deployed the delivery system was removed and it was noted the tip remained in the anatomy. A capture device was used to retrieve the tip. There were no reported adverse patient sequela. No additional information was provided.